Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant on (B)(6) 2018, the physician was unable to withdraw the guidewire from inside the left ventricular lead. The lead was explanted and replaced and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece with the stuck stylet. The cause of the reported insertion failure was the bunching of the stripped ptfe stylet coating.